Event description:
It was reported that the insulin gauge displayed an amount different than expected, showing a current fill estimate of 145 instead of the expected 200, with a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. The customer resolved to continue using the current cartridge and follow up if necessary, opting not to load a new cartridge after confirming steps to remove air and using room temperature insulin.